Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.

Event description:
The caller stated that the cuff on the trach will regularly deflate. The trach was installed on (B) (6) 2010 and is still in use. The caller stated that the issue will require them to recannulate the pt, although the date of the doctor's visit has not been determined.